Event description:
This lead was implanted on (B)(6) 1998 and remains implanted at this time. A call placed to technical services on 4/19/2013 indicated that this lead has high thresholds. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).